Event description:
Lca arthroplasty in april without any problem. Later the patient felt pain and effusion. The MRI showed the presence of strange body in a popliteal cyst at calf level. It has been identified as fragment of bone tunnel plug which was broken at distal part (the fragment was about 2cm long). A second surgery has been performed on the (B)(6) without any issue to remove this fragment.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Additional information received on (B)(4) 2012 indicates lot number is 50362530. Therefore information affected by the change. This supplemental report is filing to update information as follows: lot # 50362530, age of device: 11 months, device manufacture date: 01/18/2011, labeled for single use: no, select the usage of device: reuse. (B)(4).